Manufacturer narrative:
An outside the united states customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The sample was repeated two additional times on the same atellica im analyzer, and the results were comparable to the initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. Calibration and quality control (qc) have been within specifications for tnih. The sample was not completely full. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Event description:
The customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The sample was repeated two additional times on the same atellica im analyzer, and the results were comparable to the initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant tnih results.

Manufacturer narrative:
Initial MDR 1219913-2022-00434 was filed on dec 13, 2022 reporting a customer from outside the united states obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The sample was repeated two additional times on the same atellica im analyzer, and the results were comparable to the initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. Additional information on feb 06, 2023: the customer observed an unexpectedly elevated atellica im high-sensitivity troponin I (tnih) result on one male patient serum sample that was low/normal on an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Quality control (qc) was in range at the time the sample was run and the patient sample results were reproducible: atellica im initial result 105 ng/l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate (98.8 and 103.1 ng/l). This indicates a sample/patient specific incident. No sample was available to be sent to siemens for further investigation. Additional customer results from the main lab were not received after multiple requests. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate method will have similar results. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.